Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw1929 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was inserted, flushed, and got good blood return. The following day it infiltrated, and the catheter was noted to be damaged half way down. No patient harm reported. No additional information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damage catheter is confirmed and appears to be use related. One 20 ga x 2.25 in accucath catheter with the extension tubing attached was returned for investigation. The product label was returned with ref: ac0202250 and lot: rebw1929. Use residue was observed within the device. The sample was flushed with water using a 12 ml syringe and a leak was observed 18 mm from the distal end. Microscopic observation of the leak location revealed a jagged ¿c¿ shaped split. The catheter was split longitudinally to observe the internal split surface. The internal damage was observed to be more extensive than the damage observed on the outer surface which is indicative of the damage source being within the catheter. This damage is consistent with damage caused by the needle. The IFU states, ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter. As evidence of the damage being caused by the needle was present, the complaint is confirmed to be use related. A lot history review (lhr) of rebw1929 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was inserted, flushed, and got good blood return. The following day it infiltrated, and the catheter was noted to be damaged half way down. No patient harm reported. No additional information provided.